Event description:
It was reported that removal difficulties occurred. The target lesion was located in proximal left anterior descending artery to left main coronary artery. After a 7f guide catheter was introduced, a 4.00 x 32mm synergy megatron drug-eluting stent was advanced and deployed to treat the lesion. However, during removal, despite multiple deflations, the balloon could not be removed from the stent. The device was removed together with the guide catheter and guide wire as one unit. An additional guide catheter and wire were used to complete the procedure. There were no patient complications reported.